Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer would not power up; lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found a loose usb (universal serial bus) connector on the mpu (main processor unit) printed circuit board assembly. Keyboard hinges were broken. Display frame had a stripped screw hole. System fan and power supply fan were noisy. The programmer had a broken overlay/bezel assembly. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.